Event description:
The customer reported that the unit had no power.

Manufacturer narrative:
The customer reported that the unit had no power. A philips field service engineering went to the customer site and replaced both the power and control pcas to resolve this issue. Due to multiple parts being replaced, we cannot determine the cause since multiple parts were replaced.